Manufacturer narrative:
The manufacturer became aware of the event after patient went into the ER for fever and pelvic pain. Patient was treated at the ER for possible infection with underwent IV antibiotics. Physician that conducted the sonata procedure did not report any unusual results. The sonata treatment was completed successfully. Despite multiple follow up attempts, no additional information about this event or patient condition was obtained.

Event description:
Patient had sonata treatment on (B)(6) 2025. Patient went to ER a week later with abdominal pain and fever. Patient was treated with IV antibiotics for possible infection.